Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use and inflated once prior to the balloon rupture without any issue/ leak noted, which would suggest that the device was not damaged prior to the balloon rupture. The investigation determined the reported balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported inflammation, it is likely that during inflation, the balloon became damaged or compromised against the 99% stenosed anatomy and or other devices used, likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the second inflation at 14 atmospheres. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was 99% stenosed. While attempting post-dilatation, the nc trek rx balloon ruptured at 14 atmospheres during the second inflation. There was no reported adverse patient effect, or a clinically significant delay in the procedure. The procedure was completed with a non-abbott balloon. No additional information was provided.